Event description:
Same case as MFR #: 2134265-2009-03472. It was reported that during a percutaneous coronary intervention (pci) procedure, two balloon ruptures occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. Using a 1.5mm apex balloon, the lesion was predilated. This device, a 15x2.5mm maverick2 balloon catheter, was advanced to the lesion, however, 5 seconds into the first inflation the balloon ruptured at 10 atms. The balloon catheter was removed intact. A new 15x2.5 maverick2 balloon catheter was advanced but it ruptured on the first inflation, after 5 seconds at 8 atms. This device was also successfully removed. The procedure was completed with a quantum maverick balloon. No patient complications were reported and the patient's current condition is listed as "no problem".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.